Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event is considered confirmed. Product was returned and visual inspection of the patella trial confirms that one peg of the trial is fractured and the fractured piece was not returned. Sem analysis of the returned device revealed fracture surface artifacts that suggest a bending overload fracture. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The device has been in the field for one year. It is unknown how many times the device has been used. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an instrument fractured. There is no additional information at this time.